Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during routine follow-up a number of inappropriately stored non-sustained events were stored to this pacemaker as a result of noise and oversensing on the competitor right ventricular (rv) lead. It was reported that the patient experienced several instances of syncope due to associated pacing inhibition. Upon review the noise was determined to be the result of minute ventilation (mv) sensor interference. The mv sensor was programmed off pending further review. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during routine follow-up a number of inappropriately stored non-sustained events were stored to this pacemaker as a result of noise and oversensing on the competitor right ventricular (rv) lead. It was reported that the patient experienced several instances of syncope due to associated pacing inhibition. Upon review the noise was determined to be the result of minute ventilation (mv) sensor interference. The mv sensor was programmed off as a result and no further instances of oversensing have been reported. No additional adverse patient effects were reported. This system remains in service.